Event description:
Actual error: yes. Hi there. With the new pharmacy enfit syringes we have seen medication loss due to the purple cap when a medication is dispensed from the pharmacy. For example, after a discussion with my direction, we noticed a 0.75ml dose of lasik was down to 0.73ml due to loss in the purple syringe cap. Have you heard of other problems with these syringes? Medication administered to or used by the patient: no. Patient counseling provided: unk. (B)(6).